Manufacturer narrative:
Submit date: 1/26/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 1/03/2017 that a customer had an issue with a safety needle. The customer states that a field sample inspection revealed that the needle hub was cracked causing leakage. The issue was found when the health care practitioner was pushing the plunger. The needle was leaking at the needle threads. A patient was involved.